Manufacturer narrative:
The customer contacted a siemens customer care center. Upon the ccc specialist's recommendations, the customer changed the source lamp and heat torch. A siemens customer service engineer was dispatched to the customer site. After evaluating the instrument, the cse replaced the clot check board and sample tubing and tightened the probes. The cse ran system check and quality control, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the information provided by the customer. The hsc specialist stated that the source lamp had low mili amplifier unit values on the empty cuvettes prior to replacement. The hsc specialist also stated that the customer was spinning samples in a fixed angle rotor centrifuge for 5 minutes at 5000 revolutions per minute which is less time than the tube manufacturer's recommendations. The cause of the discordant, falsely low hcg result on one patient sample is unknown. The instrument is performing within specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it as the sample was obtained from patient who was pregnant. The sample was repeated on an alternate dimension exl instrument, resulting higher and matching the clinical picture of the patient. The correct result obtained on the alternate dimension exl instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low hcg result.